Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin not separating properly. The following information was provided by the initial reporter. The customer stated: it was reported by customer that samples not separating properly after initial spin decreasing sample quality. Affected lot number 2264847.

Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor barrier separation was observed. Additionally, the customer samples were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-08-10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin not separating properly. The following information was provided by the initial reporter. The customer stated: it was reported by customer that samples not separating properly after initial spin decreasing sample quality. Affected lot number 2264847.